Event description:
It was reported that pump displayed temperature alarms 10 and 11 and customer was not able to clear alarm or resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump as backup while technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and directed customer to return problematic pump using prepaid label within 10 days.